Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited undersensing periodically. The sensitivity was reprogrammed and the lead remains in u se. No patient complications have been reported as a result of this event.